Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely reviewed the instrument data which indicated that quality controls (qc) were in range at the time the event occurred. The customer repeated samples run within the same timeframe and there were no other discordant results. The customer performed precision for level 1 and 3 qc, resulting within specification. The cause for the falsely, elevated ctni result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated troponin (ctni) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The patient was redrawn a few hours later and the sample was tested on the same dimension vista instrument, resulting lower and as was expected. The original sample from the patient was then repeated on the same instrument, resulting lower and matching the result from the redraw sample. The corrected result was reported to the physician(s there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.